Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the titanium screw head was broken (detached) during the spine fusion surgery on (B)(6) 2018 when the surgeon inserted the 3rd screw into titanium ring (p/n: 1741-73-000) to fix titanium mesh (p/n: 1741-48-000). The broken screw could not be removed from titanium ring (p/n: 1741-73-000) so that the surgeon cut the titanium mesh (p/n: 1741-48-000) to maintain in 30mm dimension. Then, it was also reported that another screw head was broken (detached) when the surgeon implanted the above cut titanium mesh with 1st broken screw. The surgeon decided to implant the remained the titanium mesh into the patient¿s body with broken screw. There was less than 30-mins. Surgical delay. No further information was provided by the hospital.